Event description:
It was reported through the database related research activities (drra) report source on behalf of the md-epidemiology. This observational, retrospective cohort study was conducted to describe the use of prowler, transit and rapidtransit microcatheters in a real-world setting. The study data was queried through hospital billing records in the premier healthcare database. Medtronic¿s rebar, microvention¿s headway, and boston scientific¿s phenom microcatheters were determined to be similar to the study devices and served as reference cohorts. Patients with billing codes for prowler, transit, rapidtransit or the selected reference devices between january 2000 to june 2021 were included in the study. For outcome evaluation, patients were separated into a neurovascular procedure group and a peripheral vascular group based on primary diagnosis codes. Safety of prowler, transit and rapidtransit microcatheters was based on a perioperative diagnosis of vessel damage, not present on admission. Off-label use was defined as usage of prowler, transit or rapidtransit microcatheters outside of the neurovasculature, cardiovascular and peripheral vascular anatomic locations per the instructions for use (IFU) during the study period as indicated by ICD-9 or ICD-10 primary diagnosis codes for the index procedure. Table 6.1 depicts the percentage of incident vessel damage by device type for patients with procedures performed for neurovascular indications. Table 6.2 depicts the percentage of incident vessel damage by device type for patients with procedures performed for peripheral vascular indications. Table 8.1 depicts off-label usage in the prowler cohort. Table 8.2 depicts off-label usage in the transit cohort. Table 8.3 depicts off-label usage in the rapidtransit cohort.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Date of event: the date of the event/study is not known. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Information such as initial reporter facility name, address, city, state, name, phone and email address are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. Complaint conclusion: it was reported through the database related research activities (drra) report source on behalf of the md-epidemiology. This observational, retrospective cohort study was conducted to describe the use of prowler, transit, and rapidtransit microcatheters in a real-world setting. The study data was queried through hospital billing records in the premier healthcare database. Medtronic¿s rebar, microvention¿s headway, and boston scientific¿s phenom microcatheters were determined to be similar to the study devices and served as reference cohorts. Patients with billing codes for prowler, transit, rapidtransit, or the selected reference devices between january 2000 to june 2021 were included in the study. For outcome evaluation, patients were separated into a neurovascular procedure group and a peripheral vascular group based on primary diagnosis codes. Safety of prowler, transit, and rapidtransit microcatheters was based on a perioperative diagnosis of vessel damage, not present on admission. Off-label use was defined as usage of prowler, transit, or rapidtransit microcatheters outside of the neurovasculature, cardiovascular and peripheral vascular anatomic locations per the instructions for use (IFU) during the study period as indicated by ICD-9 or ICD-10 primary diagnosis codes for the index procedure. Table 6.1 depicts the percentage of incident vessel damage by device type for patients with procedures performed for neurovascular indications. Table 6.2 depicts the percentage of incident vessel damage by device type for patients with procedures performed for peripheral vascular indications. Table 8.1 depicts off-label usage in the prowler cohort. Table 8.2 depicts off-label usage in the transit cohort. Table 8.3 depicts off-label usage in the rapidtransit cohort. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Vessel damage is considered serious and life threatening and can cause permanent damage/death or may require medical intervention to prevent permanent damage/death, the meets MDR reporting criteria. With extremely limited information available, the cause of the vessel damage that the patient experienced is not known. There was no information on patient medical history, and no information on the device and its performance during use in the study procedure and no information related to concomitant devices used during the procedure. The device catalog and lot numbers are not known; therefore, the determination of possible device-related causes cannot be determined through device analysis or through device history record review. The exact cause of the event could not be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.